Event description:
It was reported that the trial patient switched from the right to the left side, but she was not feeling stimulation, even after turning amplitude up to 10. The patient noted she had felt a tingling on the surface of her skin. Additional information received a week later indicated that left peripheral nerve or sacra evaluation (pne) test lead inadvertently pulled out. It was later reported on 2015-06-08 that patient did not have concerns with their device or therapy. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).